Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their quality controls were running low. The customer replaced the chloride electrodes and reran calibration, quality control and patient samples. The patient results were acceptable. The cause of the discordant, falsely low chloride results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated in duplicate on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low chloride results.